Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus service operation repair center, there was the possibility that this phenomenon was attributed to the excessive external force due to inappropriate handling by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that there was a dent on the ultrasonic transducer of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.